Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's wife reported the death of husband. The last blood glucose reading was 132 mg/dl collected from the bayer glucometer. Customer was found at work in a truck. Customer had not clocked out at work. Co-workers went looking for him. Customer was deceased when he was found. Caller stated that low blood glucose must have caused the death. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.